Event description:
The reason for the call was the patient said they tried to connect on monday to charge the ins, but the screen got stuck on a blue screen saying 'communication in progress' and wouldn't advance. Patient had some difficulty understanding how their devices worked and said they were not very tech savvy. Agent walked patient through resetting the handset, then patient was able to connect to the recharger app and saw that the implanted neurostimulator was 100% charged, but therapy was off and the on/off toggle was not displaying. Agent had patient close out of the apps and power off the recharger. Patient tried to connect to mystim after, but got no device found; after reset of the communicator, and holding the communicator up to the ins, they were able to access therapy settings and power stimulation back on. The troubleshooting steps that were taken on the call resolved the issues. Patient mentioned they turned their stim up because they didn't think they were feeling it and asked if having their settings turned up to 10 was too high, but noted they didn't feel a tingle; agent reviewed information.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 (serial: (B)(6) ); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.